Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report stating, during prior to use testing, the nurse felt resistance while attempting to inflate the tracheal tube's cuff. There was no pt involvement.

Manufacturer narrative:
(B)(4). The referenced tracheostomy tube was received for evaluation. An inflation/ deflation test was performed using 25cc of air; using a syringe. The cuff was observed to resist inflation and deflation of the cuff was "hard". Visual examination of the cuff showed the inflation line to be improperly assembled. The inflation line was found to be in the opposite position as it was intended. The inflation line was also found to have an irregular cut causing occlusion. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. A deflation test is performed for all products. The operator inspects for no leaks and no restriction and segregates the defective parts.